Event description:
It was reported that pump had a malfunction alarm and displayed malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, and blood glucose did not exceed 500 mg/dL. Initially, caller was driving and could not perform pump reset, so Technical Support advised caller to call back when ready; later, Technical Support provided pump reset instructions and assisted caller with resetting pump, malfunction did not recur, customer was advised to continue using pump and to call back if any malfunction alarm returned, and caller acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.